Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) advised the customer to manually release the tower doors and attempted followup, but no response was received. Upon remote access, the system showed no "failed storage space" errors. The station was confirmed to be functioning normally without further issues. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, failed storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.